Event description:
It was reported that on (B)(6), 2014 the patient was treated for femoral neck fracture and was implanted with a dynamic hip system (dhs) 4 hole plate. The patient presented to the office for follow up with a collapsed neck and failure to heal/non-union which was visualized via x-ray. The surgeon plans to remove plate on (B)(6), 2014 and do a total hip replacement. A revision surgery was performed on (B)(6), 2014 due to patient pain/discomfort and a femoral neck collapse at the original fracture site. There was no device allegation against any of the hardware; all hardware was removed intact and a total hip arthroplasty was performed successfully. This is report number 1 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.